Event description:
Reporter indicated that database did not migrate during the software upgrade. Physician returned the previous flashcard and has request an electronic version of the data.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.